Event description:
Customer reports pt samples containing anti-c and anti-e did not react with all cells positive for the antigens when tested with 0.8% resolve panel a lot 8ra167. No death or serious injury was associated with this incident.